Event description:
The customer reported that the device fell or received a significant blow. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was the device fell or received a significant blow. The damaged parts were replaced, the device was operational after repairs were completed. The device remains in use at the customer's site.